Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using the chisel in the prescribed slot on the size three cutting block on the second strike of the chisel the part fractured and had to be removed from the block with nibblers. It delayed surgery by 3 minutes. The cut had to be completed with nibblers.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this complaint was received for examination. The photo investigation confirmed the reported allegation. There's not enough information to confirm that the device broke intraop. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.